Event description:
It has been reported that a pt received a biolox delta ceramic head .28 12/14. Device was implanted after the product's expiration date. Expiration date of the device was 30-jun-2012 and it was implanted in the pt on (B)(6) 2012.

Manufacturer narrative:
We do not have any information about the pt's condition except that the pt is "small built". Should additional information become available we will submit an updated report. (B)(4).